Manufacturer narrative:
The catalog number is unknown at this time. Device description was reported as an unknown accolade hip. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report. Legal matter.

Event description:
It was reported by the patient's attorney as a result of a legal claim that allegedly the patient was implanted with a stryker accolade hip on (B)(6) 2008. It is further alleged that she has sustained injuries as a result and required revision surgery on (B)(6) 2015.